Event description:
The customer reported to olympus that the colonovideoscope bending section cover cement was not correct anymore. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the jet tube. In addition to the reportable malfunction, the following were noted: due to damage on the upward/downward angulation control knob and a crack on the scope body, water tightness was lost; the flexibility adjustment ring had a scratch; the grip had a scratch; the air/water-cylinder and the suction cylinder had no color; the right/left knob had a scratch; the scope connector cover unit had discoloration; the electrical contact of the endoscope connector was deformed; due to damage on the bending section cover, insulation resistance value at the distal end did not meet the standard value; the light guide-bundle had breakage; the plastic distal end cover had a chip; the adhesive on the bending section cover had a crack; the connecting tube had a cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified; however, it is unknown whether reprocessing was properly conducted due to the leakage. This issue is addressed in the instructions for use (IFU) 'chapter 3 preparation and inspection' and preventative measures are described in the reprocessing manual 'chapter 5 reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device.